Event description:
It was reported that following a stenting treatment procedure, stent restenosis occurred. Same patient as MDR#2134265-2012-03834. In (B)(6) 2011, due to a positive stress test, acute coronary syndrome with electrocardiogram changes and post st segment elevation myocardial infarction without recurrent ischemia, the patient underwent coronary intervention. The target lesion was located in the proximal right coronary artery (rca). A 3.5x16mm taxus element stent was implanted resulting in 0% residual stenosis and timi 3 flow. Several events of cardiac pain and angina were reported. In (B)(6) 2012, moderate instent restenosis in a 3.5x16mm taxus element stent implanted in the circumflex artery was reported. The stenosis was reported to be 50-74% with full perfusion and normal flow. In (B)(6) 2012, a pci was performed with the deployment of a 2.5x38mm stent in the mid distal lad. The patient was discharged on clopidogrel and aspirin.

Event description:
It was further reported that the 3.5x16mm taxus element stent implanted in the circumflex was widely patent.

Event description:
The two stents implanted in the lad and circumflex are unknown (manufacturer/upn); however, anglo revealed that they were widely patent. The 3.5x16mm taxus element is implanted in the rca.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).